Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe a cracked barrel led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: as per account, the syringe had a unseen crack and while injecting half the med squirted out of the crack and onto the nurse.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the barrel had a crack extending from 0.4ml grad line to past the 2ml grad line. Potential root cause for the barrel cracked defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 1259067. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ 3ml syringe a cracked barrel led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: as per account, the syringe had a unseen crack and while injecting half the med squirted out of the crack and onto the nurse.